Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump display was frozen at the end of the motor travel during displacement test followed by an unexpected constant audio tone. The problem is isolated to the motherboard. The displacement test was unable to be performed due to frozen screen display. There was no cosmetic damage on the insulin pump. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly, beep anomaly and frozen display. Customer's blood glucose reading was 219 mg/dl. Troubleshooting for frozen display was performed. Customer removed the battery and left the battery out. Customer placed a brand new battery into the device and the display worked properly. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.